Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she faced occlusion issue with the infusion set which led to high blood glucose level of 573mg/dl. The patient received correction bolus via pump. The patient tested positive for high/large ketones. The patient just reinserted the original trusteel and resumed insulin therapy. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 5349847 in question was manufactured at the reynosa site. Complaint investigation: testing of the reference samples was not performed due to expiration to are expired. Device history record (DHR) review: the lot 5349847 was manufactured according to the work instruction (wi) version 86 packaged in the machine multivac 10- multivac 14, on 12/jun/2021, with a total of (B)(4) units. The lot 5356121 was manufactured according to the wi version 28 manufactured in the machine ls05-ls07-ls11, on 10/jun/2021, with a total of (B)(4) units. The lot 5356113 was manufactured according to the wi version 32 manufactured in the machine gluing 3, on 09/jun/2021, with a total of (B)(4) units. The lot 5356114 was manufactured according to the wi version 32 manufactured in the machine gluing 3, on 12/jun/2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/aug/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 5349847 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.